Event description:
It was reported that high impedance was found on the patient's vns system. X-rays were reportedly reviewed and were ok. No relevant surgery is known to have occurred to date. No additional or relevant information has been received to date.